Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was intended to be implanted within the biliary tree of a cancer patient during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant, the patient presented with a hilar stricture; however the anatomy was not particularly tortuous. No dilatation was performed, for it was reported that cannulation was easily accessible. The delivery system was placed through the duodenoscope and over the jagwire into the intended anatomy location. During deployment, it was reported that "the outer sheath wouldn't pull back". The distal catheter of the delivery system kinked and the stent was unable to be deployed. The device was removed from the patient without issue. It was reported that at this time, the handle broke. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was intended to be implanted within the biliary tree of a cancer patient during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, the patient presented with a hilar stricture; however, the anatomy was not particularly tortuous. No dilatation was performed, for it was reported that cannulation was easily accessible. The delivery system was placed through the duodenoscope and over the jagwire into the intended anatomy location. During deployment, it was reported that "the outer sheath wouldn't pull back". The distal catheter of the delivery system kinked and the stent was unable to be deployed. The device was removed from the patient without issue. It was reported that at this time, the handle broke. The procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the outer sheath was retracted 1 mm from the tip. Blood was noted inside the outer sheath. The blue outer sheath was kinked proximal to the distal end of the outer sheath. The t-bar connector was detached from the outer sheath. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis, it was not possible to retract the outer sheath by hand. No issues were noted with the profile of the deployed stent or the inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.